Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm suction irrigator instrument caused the wall chest to collapse. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm suction irrigator was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The irrigation and suction buttons worked properly. There was no physical damage observed during testing. The instrument was fully functional. No product issue was identified.